Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the 5mm trocar would not keep insufflation when the device was introduced. Another trocar was pulled to finish the case. There was no consequence to the pt.